Manufacturer narrative:
Device evaluation: examination of the returned device revealed a break in the catheter approximately 14 cm and a kink at 86.4cm from the distal tip. Dimensional measurements were taken and all measurements met specifications. During functional testing a 0.0184" mandrel could not be inserted into the microcatheter as the lumen was stretched and prevented insertion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an embolization therapy procedure, a guidewire fracture occurred. Therapy was being delivered to the right hepatic artery. During advancement of a 135/10 renegade hi flo microcatheter the physician encountered resistance, pulled the guidewire back and then pushed again and found the guidewire broken. The procedure was completed with another 135/10 renegade hi flo microcatheter. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that it was the middle portion of the guidewire that broke, but did not separate. Because it did not separate, the physician easily removed the guidewire from the patient.

Manufacturer narrative:
(B)(4).